Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when booting the system up, the system would get stuck in stand alone mode. It was also displaying an initializing collimator error. Multiple reboots of the system and reseating the interconnect cable did not resolve this issue. No patient present.